Event description:
The customer returned the colonovideoscope to the third-party distributor for evaluation related to a separate issue. During testing, the third-party distributor identified the device had no image and scope communication error (e218). There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, but it was inspected by third-party distributor. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.